Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing was observed and ventricular pacing was ineffective. Reprogramming was performed. Patient condition was reported to be good.